Event description:
Device 1 of 2; reference MFR. Report#3006705815-2018-00809. Follow-up identified surgical intervention was undertaken wherein the lead was explanted and replaced with a new model which resolved the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#3006705815-2018-00809. It was reported the patient experienced unexpected therapeutic effects in the right flank area. Reportedly, reprogramming did not provide resolution. X-rays have been ordered to confirm lead placement. In turn, surgical intervention may be undertaken as the next course of action.